Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 533 mg/dl with small ketones, and feeling flush associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the basal history did not match the active basal program. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: the basal delivery for (B)(6) 2018 appeared to be inaccurate due to a rewind and then manually programmed 0 unit basal rate. The total daily does of insulin added up to the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated during the investigation. Unrelated to the initial allegation, the battery compartment was cracked.